Event description:
Customer reported spo2 drop on the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
(B)(4) service representatives replaced spo2 cable. Unit was tested to factory specifications. It functioned normally and was returned to use.